Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00552. This report is being submitted as additional information. (B)(4). Approximate age of device ¿ 1 year and 7 months.(calculated from the date when the device was manufactured). Manufacturer's investigation conclusion: no external power alarms were confirmed in the review of the submitted log file. The log file contained approximately 29 days of data, spanning from (B)(6) 2018 21:40 to (B)(6) 2018 16:23, per the timestamp. The alarms appeared to occur while the system was powered by an mpu. The voltage levels at the time of the events indicated that power to the mpu was lost. The pump parameters were not affected during the incidents and the system was supported by the backup battery. The mpu cord was exchanged and the patient remains ongoing on vad support. No product available for investigation. Review of the device history records found that the device was manufactured with the v-lock ac connector. The heartmate ii lvas IFU doc # 106020-wcd rev. A (section 7) and the heartmate ii patient handbook doc # 106022 rev. F describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 215. It was reported that multiple no external power and low voltage alarms have been observed. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative contained one no external power alarm while attached to the mobile power unit (mpu) which could be caused by the mpu ac power cord is coming loose. The others were associated while attached to battery and were caused by low voltage hazards. This looks to be an issue with the battery clips. There were no other unusual events seen within the log file. On (B)(6) 2018, it was reported that the mpu ac power cord and battery clips were exchanged. It¿s uncertain if the mpu ac power cord was disconnecting from the mpu. No additional information was provided.